Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed. Gtin: per the legal manufacturer tag medical,the gtin was not in use in 2013.

Event description:
It was reported that the device broke inside of the patient. There were no adverse consequences noted and the surgery was reported to be completed successfully.

Manufacturer narrative:
Gtin:per the legal manufacturer tag medical,the gtin was not in use in 2013. This reamer was not received for evaluation at stryker endoscopy. This reamer was received at (tag) for evaluation. Based on the (tag) service record attached, the reported failure ¿[reamer broke inside the patient tunnel was confirmed. According to(tag): device is badly damaged with blunt cutting edges. (Broken) the breakage happened at the weakest point between the shaft and flexible joint of the device . Failure mode: over use. Root cause: over use, blunt cutting edge and passed service life test.

Event description:
It was reported that the device broke inside of the patient. There were no adverse consequences noted and the surgery was reported to be completed successfully.